Event description:
Pt had replacement of intrathecal catheter and revision of pump pocket wound in 2005. Fluid accumulated around pump pocket and in pump pocket. Cultured. Pt flown in from another state with meningitis and pain pump malfunction.